Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter mushroomed. There was no impact to the patient.

Manufacturer narrative:
The reported issue (it was reported that the balloon of the catheter mushroomed . There was no impact to the patient) was confirmed. Per visual evaluation cuff roll was not observed, however the preliminary evaluation visual inspection noted the balloon appeared to have mushroomed. During the functional evaluation cuff roll was not formed. Dimensional evaluation of the catheter was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." 2199, 2987: "nl"

Event description:
It was reported that the balloon of the catheter mushroomed. There was no impact to the patient.